Event description:
It was reported that during a laparoscopic appendectomy procedure, at first, the device was used for the proximal part of the appendix. Then the device was used for the mesoappendix. Four to five hours after the operation, the drain turned red. A "wait and see" approach was taken with the pt until the next day, but the hematocrit level dropped 10 points. Therefore, an open surgery was performed. During this second surgery, bleeding was not confirmed, but a big coagulation was found at the proximal part of the appendix. The bleeding seemed to occur from the staple line of the acral part of the jaw. Additional suture was performed. The doctor commented that the firing had been completed without any difficulties and he had held the tissue for more than 10 seconds before and after the firing. The pt will leave the hospital. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.